Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] ]when using the spray button] 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis lucera gastrointestinal videoscope, there was air/water leakage from the instrument/suction channel. The device was returned and evaluated and upon estimation, there was foreign material found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a pinhole in the forceps channel tube. In addition to the foreign material found in the nozzle, additional evaluation findings are as follows: the bending angle in the up direction did not meet the standard value, the play of the up/down knob was out of the standard value, the adhesive on the bending section cover had a white-clouded area, the water removal ability did not meet the standard value, the electrical connector had discoloration due to water leakage, the up/down knob had corrosion, switch 2 and 3 had a scratch, switch 1 had wear, the image guide protector had a scratch, the protector of the universal cord on the suction connector side had a scratch, and the objective lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.